Event description:
Pt contacted dexcom technical support on (B)(6) 2011 to report that she experienced an allergic reaction to the sensor adhesive patch on two occasions. Pt's skin is red and scaly but shows no sign of infection. Pt is applying hydrocortisone cream on the affected area per her doctor's recommendation. During a f/u call by dexcom technical support on (B)(6) 2011, the pt reported experiencing itching for 10 days, leaving a pinkish, rough patch. There was no infection or bruising of the affected area. Pt stated that she did not receive a rash or allergic reaction to previous sensors. Pt showed the affected area to her physician, who advised her to apply neosporin ointment. The pt's condition was normal at the time of this call. This is MDR 2 of 2 for the complaint. See MDR 3004753838-2011-00117 for report 1 of 2.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.